Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked under the cassette door of the cycler. This occurred during last fill of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information g1: g1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home. 1900 n highway 201, mountain home, ar, 72653, united states. Vantive healthcare - dominican republic. (B)(4). Km 18.5, parque industrial itabo, piisa, haina, san cristobal, 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.